Event description:
It was reported that due to a malfunction from twisting of the connection tube and connector tip crack the patient had his inflatable penile prosthesis (ipp) revised. This issue has been resolved following this revision.

Event description:
It was reported that due to a malfunction from twisting of the connection tube and connector tip crack the patient had his inflatable penile prosthesis (ipp) revised.